Manufacturer narrative:
Additional information received: it was confirmed that the delivery system of etcf2525c49ej,(B)(6) was carefully removed from the patient with ease. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aorta cuff (etcf2525c49ej,v30851086) was intended to be implanted during the endovascular treatment of a 53mm abdominal aortic aneurysm . It was reported during the index procedure that there were significant calcifications on both sides of the access point. The aorta cuff etcf2525c49ej v30851086 was introduced through the left eia, but due to a high degree of calcification it was difficult to insert. After persistent efforts the aorta cuff could not pass beyond the desired angle directly below the renal artery. The device was carefully removed. After removal, the delivery system was examined and it was discovered that the outer sheath tip had become frayed as a result of contact with the calcified tissue, and breakage was confirmed in 2 outer sheaths. The possibility of access point damage was considered, and it was decided that a replacement endurant ii aortic cuff (v30953721) of the same size should be used, and the procedure was switched contralateral side, and was completed successfully. Per the physician, the cause of the frayed tip and breakage in the two outer sheaths was anatomy-related due to the severe calcification of the left access route. No additional clinical sequelae were provided, and the patient is fine.